Manufacturer narrative:
The harmonic ace instrument has not been returned to intuitive surgical, inc. (Isi) for failure analysis evaluation. A system log review cannot be performed at this time because there is insufficient product information.

Event description:
On (B)(6) 2025, intuitive surgical, inc. (Isi) received an FDA medwatch report (MDR) with MDR report #mw5176084 stating: "while using harmonic ace during robotic tlh, tip of harmonic broke off in patient. Surgeon chose to leave the tip; thought it would cause more harm if retrieval occurred." Isi made multiple follow-up attempts to obtain additional information; however, no further details have been received as of the date of this report.